Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. The sensor error 106 occurred after the catheter was inserted into the patient¿s body. The cable was changed but the issue continued. The issue was resolved by changing the catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. However during a second visual during a hole was observed at the pebax area allowing reddish brown material inside of it. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax exhibited evidence of scratches and rupture induced by an unknown object. This condition might contribute to the reddish material observed at the area. The catheter was evaluated for sensor functionality on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The force feature was working properly. Finally, the force sensor values were found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. Initially the sensor error 106 occurred after the catheter was inserted into the patient's body. The cable was changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. This issue has been assessed as not reportable as the potential risk that it could cause or contribute to a death or serious deterioration is remote. The product was received for analysis in the biosense webster failure analysis lab and it was discovered on july 25, 2016 that the pebax had a hole with reddish brown material. The pebax having a hole has been assessed as a reportable malfunction as the integrity of the catheter has been compromised. The awareness date is reset to july 25, 2016.